Event description:
Customer reported to beckman coulter, inc. (Bec) that electrolytes failed calibration back to back on the synchron cx 5 delta clinical system. Customer reported that when delta checks flagged the samples, they were sent to another lab for rerun. Customer reported that erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the carbon dioxide (co2) membrane clamp was broken. The fse replaced the clamp and re-membraned the electrode. The fse verified performance.